Manufacturer narrative:
There were some white residuals confirmed in the male luer threads at the distal end of the manifold at the bond to the female luer that may have been evidence of a prior leak. Subsequent leak testing did not reveal any internal or external leakage. The probable cause of the white residue in the luer threads cannot be determined.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, an 11" smallbore ext set w/nanoclave®, 6-port nanoclave® manifold, check valve, clamp, rotating luer generated a leak while connected to a patient. There was no patient harm reported.